Event description:
A caller reported a malfunction on the pump while traveling and noted no prior issues during a plane journey two weeks ago. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, assisting the caller through the process, although the call ended after the pump was reconnected and follow-up attempts were unsuccessful as the phone continued to ring.